Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts inc. As of v 2012, complaints related to this product are to be handled by arjohuntleigh inc. Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
The following info was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the pt fell out of the bed. The pt experienced pain to the right shoulder and neck. A CT scan was done and there were no findings that suggested an injury. The pain to the shoulder and neck resolved without medical intervention. This incident is being reported by arjohuntleigh due to the chance of a serious injury if this type of event were to recur.